Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level went up to 400 mg/dl to 500 mg/dl at the time of incident. Customer stated the insulin pump had no error alerts or no delivery alarms, buttons were harder to press, buttons were not responsive and back light did not always function. The insulin pump will not be returned for analysis.